Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 220 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.